Event description:
A malfunction was reported on the pump, identified by a software error. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, providing instructions for future issues. The customer was informed they could continue using the pump and acknowledged the guidance received.